Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV against a non-allergan device. There is no complaint against an allergan device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).